Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes due to concerns of inappropriate shock therapy delivery. Upon review, the presenting electrogram (egm) showed that the patient was in a true ventricular fibrillation (vf), the ICD delivered an appropriate burst of anti-tachycardia pacing (atp) which converted the arrythmia to a supraventricular tachycardia (svt). The ICD then delivered a shock therapy to convert the svt. It was determined that the shock therapy was inappropriately delivered. Ts discussed programming optimization options with the hcp. At this time, this ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes due to concerns of inappropriate shock therapy delivery. Upon review, the presenting electrogram (egm) showed that the patient was in a true ventricular fibrillation (vf), the ICD delivered an appropriate burst of anti-tachycardia pacing (atp) which converted the arrythmia to a supraventricular tachycardia (svt). The ICD then delivered a shock therapy to convert the svt. It was determined that the shock therapy was inappropriately delivered. Ts discussed programming optimization options with the hcp. At this time, this ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment to previous report: based upon both what was reported from the field and our investigation, an isolated inappropriate shock due to a high physiologic rate like supraventricular tachycardia (svt) is not a reportable malfunction nor does it meet serious injury criteria, as such no malfunction should be reported.